Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. Visual inspection of the device revealed physical damage. The top case and main circuit board were replaced. The device was fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had power issues. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the device revealed physical damage. The top case was replaced. Review of the device data logs confirmed the reported power issues and revealed an error message (sf180) related to a battery charger fault and that the device had powered down unexpectedly while using its internal battery. The internal battery was replaced to address this issue and the main circuit board was replaced. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf180 and unexpected power failure was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had power issues and a defective main circuit board and top case. There was no patient harm or serious injury reported as a result of this incident.